Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the objective lens unit was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens unit. In addition, we confirmed that the light guide cable coating damage, the u/d and the r/l knobs broken, the r/l lock knob broken, the operation channel buckled, the angle wire play, the segment steel braid deformed, the bending rubber leak, the distal body dirty, the junction case loosened, the insertion flexible tube (ift) worn out, and the root brace rubber discolored; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).